Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was exchanged, and flows went from 4 to 3 on the new controller. Patient was sent home with power module and ungrounded cable, a had not experienced any alarms since. The cause of low flows was suspected to be due to the old system controller, which was exchanged.

Event description:
It was reported that there was concern for short-to-shield. Log files were submitted for review and captured low speed and pump stop events while using the mobile power unit (mpu). This appeared to be a short-to-shield condition. The patient experienced lightheadedness and nausea as a result of the pump stops. A driveline repair was performed (B)(6) 2025 and additional log files submitted for review captured the switch of the percutaneous lead at 09:49. The patient had another pump stop after the repair at 11:31 on (B)(6) 2025 on the power module. This event was reported to have occurred on a grounded patient cable and appeared to indicate a short-to-ground shield. The patient was put on ungrounded patient cable. The system controller was exchanged on (B)(6) 2025, and flows went from 4 to 3 lpm on the new system controller. The patient was having low flow alarms on (B)(6) 2025 and also saw a flow of 6 lpm with watts of 5.7. Lactate dehydrogenase (ldh) had been stable. Patient did experience lightheadedness and nausea during the low flow alarms. Additional log files were submitted for evaluation and there had been several low flow events recorded (B)(6) 2025 and during the early morning hours of (B)(6) 2025. The recorded data indicated that these events were not equipment related but may be of clinical significance. X-ray images were unremarkable. Patient was sent home with power module and ungrounded patient cable, a had not experienced any alarms since. The cause of low flow alarms was suspected to be due to the old system controllers, which were exchanged.

Manufacturer narrative:
Section h6 - health effect codes: corrected. Section b7 - other relevant history, including preexisting medical conditions: corrected manufacturer¿s investigation conclusion: the heartmate ii system controller (serial number (B)(6) was evaluated following the reported event of low flow alarms, pump stops, and low speed events. Intermittent low flow alarms were noted in the submitted log file that appear to have resolved on their own. There do not appear to be any indications of a device related issue. A variety of factors can affect pump flow, including patient conditions. Submitted log files also revealed multiple low speed operations, low speed hazard, low flow, and pump stops; however, the log file did not indicate an issue with the system controller. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. Per additionally provided information, the low flow alarms resolved after a driveline repair and a controller exchange. Additionally, it was unknown which controller the patient was on at the time of the alarms; either (B)(6) or (B)(6) (investigated separately). The reported event could not be correlated to an issue with the returned system controller (B)(6) . The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.